Event description:
It was reported that the right ventricular (rv) lead exhibited no capture even at high output setting, had high impedance, and was oversensing with a high number of v-v intervals. A lead fracture was confirmed. The lead was initially turned off, but ultimately, the lead was replaced. It was also reported that an interrogation observed the device with noise. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7232cx implantable cardioverter defibrillator, (B)(6) 2005. (B)(4).